Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of death is listed in the acculink instructions for use as a known potential adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the day after the implantation of the acculink stent in the right internal carotid artery, the patient expired despite the provision of CPR. According to the death certificate, the patient expired from right retroperitoneal bleed, carotid artery stenosis, and atherosclerosis. After the access sheath was removed from the patient, the patient moved around a lot despite medical advice. It is thought that the patient bled out of the access site. There was no additional information provided.